Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40mg/dl. Cause was not known. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids of glucose to address the bg. Customer was discharged from the emergency room the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.